Event description:
Today, I experienced a severe reaction to a contact lens product made by lobob. The product is their optimum esc - extra strength cleaner- that is used to clean gas permeable contact lenses. The product is supposed to be rinsed off after use and a wetting solution is then applied directly in the eye. The ecs cleaner packaging does say "not for use directly in the eye." This morning, I accidentally used the esc cleaner instead of the wetting solution directly in my eye. One drop of this solution instantly caused severe reddening and pain for hrs. Flushing my eye with saline solution did not help. My eye continued to be strawberry red and hurt to focus. I have been wearing contact lenses for over 30 yrs and have had accidental mishaps with other companies' products -allergan, barnes-hind, amo- that were easily relieved with rinsing. I have never experienced any product so instantly damaging, and I do not feel this lobob product should be on the market as it is sold today. I had an emergency visit with my eye dr who confirmed that I had a corneal abrasion over the entire surface of my cornea. This one drop of esc cleaner has left my eye damaged and unable to wear a lens for days or whenever it heals. My eye dr also said that he no longer gives out samples of this product because of the severity of the reactions. I spoke with a lobob rep today to find out what to do. They are well aware of the severe reactions that people have when the esc touches the surface of the eye. I accidentally used the esc cleaning solution because its bottle size is much larger than their wetting solution. In most brands of contact lens solutions, the wetting solution is much larger because you use more of it. The heavy duty cleaners are usually much smaller. This morning after cleaning the lens and fumbling with my -6.00 eye sight, I grabbed the larger bottle and used it as wetting solution. It caused instant severe pain and reddening. If this product continues to be sold, it would be best to offer this product in tiny bottles or droppers. But, this would not rid the problem of accidental eye contact. I recently started using lobob's products as other mfrs of quality gas permeable products no longer produce them. By the way, I deal with toxic and corrosive chemicals all day long. I have never had an incident that has caused me damage. This product is more damaging than paint stripper.